Manufacturer narrative:
Device qc performed. 02/19/2010.

Event description:
Initial info was received from a physician on 02/13/2010 (web-based inquiry) and by (B)(6) on 02/15/2010 and 02/19/2010: a physician reported he had recently injected a pt using naproxen with a poly-l-lactic acid (sculptra) injection. The pt (age and gender not provided) experienced gastrointestinal/oral bleeding. He required info on interaction between poly-l-lactic acid and other components such as mannitol and effect on platelet aggregation, platelet consumption and any report of acute gastrointestinal bleeding. No further relevant info was provided at the time of this report. Pharmacovigilance comment: sanofi-aventis company comment, (B)(6)2010: a pt received poly-l-lactic acid (sculptra) while on therapy with naproxen and experienced gastrointestinal bleeding. The known effect of naproxen to gi could be an alternative explanation (more likely) for the reported events. Add'l info has been requested.